Manufacturer narrative:
Correction to the supplemental MDR in h6. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient underwent an elective procedure to implant a primary cell non-rechargeable implantable pulse generator (ipg) and to access to new therapy options. The ipg will not be returned for analysis. Postoperatively, the patient was happy in recovery.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient underwent an elective procedure to implant a primary cell non-rechargeable implantable pulse generator (ipg) and to access to new therapy options. The ipg will not be returned for analysis. Postoperatively, the patient was happy in recovery.